Event description:
Admittedly, a lot depends on pt observation, ie, urine color, but the pt seems reliable. Pt returns today, says pump has beeped at 2am the past two nights. The pt's spouse turned it off, then back on, the beeping ceases, and it runs ok. It never has a problem in the daytime. The pt's urine still is not red. Pump is working okay at the time for presentation (approximately 1100). Volume infused since 2 days ago is 45 ml (and pt was here approximately 48 hours ago, so at 1 ml/hr it is not far off). Pump was removed from the pt by the rn. The rn noticed a small clot of blood in the port access, which the rn removed. It should be noted that the occlusion alarm was induced on the pump and the pt says that is the sound the pt heard at night. They suspect the clot occluded the line when the pt assumed some form of recumbent position. The filter was removed from the pump and another check-valve attached to the distal tubing. The batteries were removed and tested. Both exibit 100% capacity. Two new batteries were tested and found to be at 100% capacity and were placed in the pump. It was running well when the pt left. The rn reattached the pump to the pt. When the pt reports monday, they will know if the filter really is affecting drug delivery and abolishing the redness of the urine. The date is now 3 days later. The pt phoned in at about 9 am today. The pt had no further problems with the pump over the weekend. The pt's urine did return to its usual red color with the filter off. The current supply of such filters will be returned to the distributor. Sent the filter to the MFR. Sent medwatch form to the FDA. Pt started on a new desferal pump in 2001. The pt outpatient IV desferal chronically). That night the pump stopped but pt simply turned it off and restarted it. The pt noticed that it had stopped again on the night of the next day at almost midnight. The pt sent to patient oncology. (The pt's usual clinic) on the morning of third day. The rn tech took care of the pt. The pump exibited no lights and no sounds and could not be restarted. It would not report a volume infused. The old batteries were taken out. (They were new at the time the pump was started). And placed in a battery tester. Both were down to about 60% of capacity. New batteries were put in the pump and it then reported volume infused of 29 ml, about what would be expected from the pt's description. The pump was then reset and restarted without difficulty. The rn reattached the pump to the pt without difficulty. Besides the above battery problem the pt also related that the pt's urine has always been red when using desferal, but has not been red during the use of the current desferal pump or the one last week. Both of the them were made using the new medibag from sorensum instead of the usual abbott pvc bag. The sorensum male/male cassette instead of the old sorensum filtered cassette and a churchill mechane system inline filter attachment. The pt thinks the new type of filter is trapping the desferal in it. Both filters are 1.2 micron in size. The package insert and the handbook note no problems with inline filter with desferal. A call was placed to MFR rep, the pump vendor - he says that both filters are made of the same material. The pt notes that another desfaral pt noticed a cessation of red urine with the new equipment. Also does report that free from serum level trace is 1500, down, from 2300 when last checked. The pt's next pump will be made using some old equipment still on hand and see if the pt's urine turns red again. It was noted that there was no check valve on the line. The nurse says that they think the pt removed it.